Manufacturer narrative:
The device was returned for evaluation. The reported difficulty with the foot was not confirmed. The reported device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The patient effects of vascular tissue injury listed in the prostyle instructions for use (IFU) as a potential adverse event associated with use of the suture mediated closure devices. The reported difficult to close foot and subsequent treatments appear to be related to the circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: a3b - gender: updated from cisgender man/boy (gender corresponds with birth sex) to cisgender woman/girl (gender corresponds with birth sex).

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a left leg arteriogram interventional procedure using a 7f sheath. Reportedly, after deployment, the lever was thought to have closed; however the foot of the device did not retract and the device could not be removed. Vessel/tissue damage occurred. Cut down surgery was performed to remove the device and repair the artery. The foot of the device was still intact when the device was inspected after removal. There was no adverse patient sequela; however, there was a reported clinically significant delay in the procedure or therapy due to the need for the cut down surgery.

Manufacturer narrative:
D4- a partial UDI was provided as the lot number is not known. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.